Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported that to boston scientific corporation that an hydratome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during preparation, when the catheter was removed from the package and was examined, the metal cutwire was seen protruding from the catheter exposing the sharp end. The procedure was completed with a second hydratome rx 44. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.